Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0868 inches. No delivery anomalies noted. The bolus wizard functioning properly per bolus wizard sample user guide. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s their active insulinwas not being transferred to their bolus wizard. The customer¿s blood glucoselevel during the incident was 67 mg/dl. The customer¿s current blood glucose levelwas 221 mg/dl. Troubleshooting was performed. The insulin pump was workingproperly but the active insulin was not being taking into account in the boluswizard. The device will be returned for analysis.